Event description:
The customer stated that multiqual quality control shifted dramatically lower and out of range with the new clinical chemistry creatine kinase reagent lot # 52044hw00. Recalibration and rerun of controls did not resolve the issue. Level 1 expected 100 u/l, yielded 69 u/l, 76 u/l, and 80 u/l. Level 2 expected 337 u/l, yielded 214, 216, and 226 u/l. There was no impact to pt management reported.

Manufacturer narrative:
An investigation has determined that some cartridges with ck lot# 52044hw00, expiration october 19, 2007, may cause decreased qc and / or pt results, increased imprecision, and error code 1054 (unable to calculate result, reaction check failure) when a cartridge is initially placed into use on the architect systems. This is an initial report. An investigation is in progress. A final report will be submitted when the investigation is completed.